Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump was alarming downstream occlusion. Denied any closed clamps or kinks in tubing. Troubleshooting was performed but alarm persisted. It was reported that prior to the downstream occlusion alarm, the pump was alarming air in line. Upon further inspection of the line, patient reported that air was visible in the majority of the tubing. Patient reported he was receiving epoch which he says was pink/orange in color and that the tubing was clear from the bag all the way to the connection of the medication tubing to his port tubing. There was patient involvement and no patient harm/adverse event reported.